Event description:
It was reported that the patient experienced a "pulsing" sensation near the pacemaker site. The ventricular lead was found to have pacing thresholds that were too high in the bipolar configuration to maintain an adequate safety margin. In the unipolar configuration it was difficult to differentiate the capture threshold with extra cardiac stimulation. The lead was capped and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.